Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range shock lead impedance (sli) measurements between 120 to 143 ohms. There was an alert in the remote home monitoring system from six months earlier, however the patient has not yet been to the clinic. It was noted that the rv lead shock impedance was over 100 with the previous device. Boston scientific technical services (ts) discussed the possibility of calcification and recommended commanded shocks. The clinician stated that a 21 joule shock was done at implant 11 months earlier and the rv lead shock impedance measurement was 99 ohms. Ts noted that this is a single coil lead, so the shock impedance can measure higher. Ts further discussed that they could consider increasing the value of the remote monitor to 150 ohms and then perform further testing if the measurement became that high. The recommendations would be discussed with the physician. At this time a commanded shock was completed for this patient. The shock impedance values were confirmed to be high, out of range. A new dft was completing, confirming that the sli continued to be high, out of range. The physician is leaning towards lead revision, but the rv lead remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range shock impedance measurements between 120 to 143 ohms. There was an alert in the remote home monitoring system from six months earlier, however the patient has not yet been to the clinic. It was noted that the rv lead shock impedance was over 100 with the previous device. Boston scientific technical services (ts) discussed the possibility of calcification and recommended commanded shocks. The clinician stated that a 21 joule shock was done at implant 11 months earlier and the rv lead shock impedance measurement was 99 ohms. Ts noted that this is a single coil lead, so the shock impedance can measure higher. Ts further discussed that they could consider increasing the value of the remote monitor to 150 ohms and then perform further testing if the measurement became that high. The recommendations would be discussed with the physician. At this time a commanded shock was completed for this patient. The shock impedance values were confirmed to be high, out of range. The physician is leaning towards lead revision, but the rv lead remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range shock lead impedance (sli) measurements between 120 to 143 ohms. There was an alert in the remote home monitoring system from six months earlier, however the patient has not yet been to the clinic. It was noted that the rv lead shock impedance was over 100 with the previous device. Boston scientific technical services (ts) discussed the possibility of calcification and recommended commanded shocks. The clinician stated that a 21 joule shock was done at implant 11 months earlier and the rv lead shock impedance measurement was 99 ohms. Ts noted that this is a single coil lead, so the shock impedance can measure higher. Ts further discussed that they could consider increasing the value of the remote monitor to 150 ohms and then perform further testing if the measurement became that high. The recommendations would be discussed with the physician. At this time a commanded shock was completed for this patient. The shock impedance values were confirmed to be high, out of range. A new dft was completed, confirming that the sli continued to be high, out of range. The physician is leaning towards lead revision. The rv lead has been explanted at this time and a new rv lead was implanted at the same procedure. An allegation of low, out of range pacing impedances was also noted. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range shock impedance measurements between 120 to 143 ohms. There was an alert in the remote home monitoring system from six months earlier, however the patient has not yet been to the clinic. It was noted that the rv lead shock impedance was over 100 with the previous device. Boston scientific technical services (ts) discussed the possibility of calcification and recommended commanded shocks. The clinician stated that a 21 joule shock was done at implant 11 months earlier and the rv lead shock impedance measurement was 99 ohms. Ts noted that this is a single coil lead, so the shock impedance can measure higher. Ts further discussed that they could consider increasing the value of the remote monitor to 150 ohms and then perform further testing if the measurement became that high. The recommendations would be discussed with the physician. At this time the rv lead remains in service and no adverse patient effects were reported.